Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, lot# va2bhf3, implanted: (B)(6) 2021, product type lead product ID: neu_u nknown_ext, serial# unknown, implanted: (B)(6) 2021, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 12-aug-2023, UDI#: (B)(4) ; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 12-aug-2023, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of parkinson's disease underwent deep brain stimulation. The surgical site for a brain tumor overlapped with the lead placement, which damaged the connection between the lead and the extension. The issue was resolved at the time of the report. No patient complications have been reported as a result of this event.